Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements. The pacing system analyzer (psa) cables were exchanged with no change in impedance measurements. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high, out-of-range pacing impedance measurements; the lead passed electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements. The pacing system analyzer (psa) cables were exchanged with no change in impedance measurements. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.